Event description:
Doctor inserted endo scope in patient. There was some confusion weather the cap was in place prior to the procedure when the scope was removed without the distal cap attached. Later in post-op the patient spit out a distal cap. FDA safety report ID# (B)(4).